Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose was 300 mg/dl on an unknown date with nausea and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the pump alarmed with a call service 064 alarm during the prime step of the prime sequence. During troubleshooting, it was reported that the pump could not be primed. This complaint is being reporter because the reported health event was attributed to an alleged malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 01/03/2017-product analysis: the device was returned and evaluated by product analysis on 12/06/2016 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box revealed four related cs-064-0001 alarms associated with high force due occlusion during prime occurred on (B)(6) 2016 at 08:03, 08:08, 08:11 and 08:15; insulin deliveries resumed on (B)(6) 2016 at 08:48. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal circuits, including the motor circuit and motor components.